Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-feb-2017: quality safety evaluation of ptc . Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced migration of implant (device dislocation) and heavy bleeding (seen as genital haemorrhage), amongst non-serious events. Plaintiff underwent a hysterectomy and essure removal nine years after insertion. Device dislocation and genital haemorrhage are anticipated in the reference safety information for essure. During the essure therapy, a device dislocation may occur. In this case, the exact time point and mechanism of device dislocation are not known, however, considering its nature, this event was considered related to essure. Also abnormal genital bleeding and menses pattern changes may occur. Given the temporal relationship and the lack of alternative explanation, genital haemorrhage was considered related to essure. This case was regarded as incident, as a surgical intervention was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") in a female patient who received essure (ess205) for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), abdominal distension ("bloating"), anemia ("anemia"), headache ("headaches") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy - surgery to remove essure on (B)(6) 2016). Essure (ess205) was withdrawn. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal distension, anaemia, headache and weight increased outcome was unknown. The reporter considered device dislocation, genital haemorrhage, pelvic pain, abdominal distension, anaemia, headache and weight increased to be related to essure (ess205). Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced migration of implant (device dislocation) and heavy bleeding (seen as genital haemorrhage), amongst non-serious events. Plaintiff underwent a hysterectomy and essure removal nine years after insertion. Device dislocation and genital haemorrhage are anticipated in the reference safety information for essure. During the essure therapy, a device dislocation may occur. In this case, the exact time point and mechanism of device dislocation are not known, however, considering its nature, this event was considered related to essure. Also abnormal genital bleeding and menses pattern changes may occur. Given the temporal relationship and the lack of alternative explanation, genital haemorrhage was considered related to essure. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.